Event description:
It was reported via literature that patient complications occurred. A patient presented with recurrent episodes of chest pain, diagnosed as non st elevation myocardial infarction (nstemi). Coronary angiography revealed critical ostial stenosis (99%) of the svg to om (with a jump to d2) with heavy calcification. The procedure was performed via the left radial artery, and the svg was engaged using a 6 f lcb guide catheter. The lesion was predilated with sequential balloon sizes (1.1, 1.25, 1.5, 2.0, 2.25 mm) to facilitate access. Due to persistent balloon waist, indicating incomplete lesion preparation, a decision was made to use rotational atherectomy (ra). A rotapro 1.25mm burr was advanced, and ra was performed at 150,000 rpm. Following ra, a 3.00 mm non boston scientific balloon was used to deliver120 ivl pulses to further modify the calcium and improve stent delivery. Further lesion preparation was done with a 3.50 x 6 mm wolverine cutting balloon. Finally, a synergy 3.50 x 24 mm drug eluting stent (des) was deployed, followed by high pressure post dilation with a 3.75 x 12 mm non compliant (nc) balloon. A good angiographic result was achieved, with timi 3 flow confirmed, and the patient was stable post procedure. Following the procedure, the patient was discharged from the hospital with the following plan: triple therapy (aspirin, clopidogrel, and edoxaban) for 1 week, then dual therapy (clopidogrel and edoxaban) for 1 year then edoxaban lifelong. The anginal symptoms improved remarkably after the procedure; however, 2 weeks later, the patient felt the same anginal symptoms and admitted to the coronary care unit with unstable angina. Repeat angiography demonstrated haziness within the stent. Optical coherence tomography (oct) was performed to assess the haziness within the stent. It revealed sub acute stent thrombosis secondary to malapposition and underexpansion of the stent. A 4.0 x 15 mm non compliant balloon was used to reexpand the stent which appears under expanded on fluoroscopy stentboost. A drug eluting balloon (deb) angioplasty using a 4.0 x 25 mm non bsc balloon was performed. Repeat oct confirmed successful stent apposition and expansion, with a minimum luminal area (mla) of 10.9mm squared without features of edge dissections. The patient had a good final oct and angiographic result with timi 3 flow and was discharged on extended triple therapy for 3 months, dual therapy for 1 year then edoxaban lifelong.

Manufacturer narrative:
B3 date of event: date of event was populated as the date of publication as no event date was provided. Citation: helal, a., cader, a., hetherington, s. And hogrefe, k. (2025), first application of combined cutting balloon and rotational atherectomy and intravascular lithotripsy in old degenerated saphenous venous graft. Catheterization and cardiovascular interventions, 105: 1260-1264. Https://doi.org/10.1002/ccd.31455. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted.